Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), rotated heart and degenerated leaflets for a mitraclip procedure. During the procedure, an attempt was made to deploy mitraclip xtw at central position. Difficulty was encountered while grasping and capturing the leaflet due to fragility and existing damage of the posterior leaflet, the clip was implanted at central medial position. Another mitraclip was implanted to stabilize the first clip and further reduce the mr to grade 1-2. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. In this case, based on the information reviewed, the reported difficult or delayed positioning (leaflet grasping and leaflet capture) appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.